Event description:
Acct reports that they used stopcock for intracranial pressure monitoring. State they insert the stopcock into the burr hole in the skull. They attached the monitoring pressure tubing to the stopcock and attach the tubing to the pressure monitor. Twice when they were changing the tubing on the stopcock, they felt like the stopcock displaced. On investigation, they noted that the adapter had broken off the stopcock and was inside the pt's skull. They had to explore the pt's skull with a hemostat and retrieve the broken adapter.